Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was a curved tip stapler stuck on the tissue on universal surgical manipulator (usm) 2 next to an artery. The customer was trying to remove the instrument but could not open the jaws. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through pressing e-stop and using the instrument release kit (irk). They stated that when rotating hole 3 clockwise, the wrist was twisting, and the jaws were not opening. The tse had the customer confirm that they had rotated hole 2 counterclockwise to its hard stop and then rotated hole 3 to attempt to open the jaws. The customer attempted to remove the stapler instrument multiple times without success. The tse reviewed error logs and noted 22030 errors prior to attempts to remove the stapler. The surgeon scrubbed in to remove the stapler using alternative means. The procedure was converted to open.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 for failure analysis investigation and found a fully broken grip cable at the proximal end. As a result, the grips would not operate properly. The segment that contains the crimp was still intact. There was no discoloration or corrosion/contamination on the cables to indicate a reprocessing issue. The surrounding components did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The event investigation is in progress.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: the instrument was found to have a broken grip cable at the proximal end and is part of the affected population documented in field action # isifa2024-09 grip cables.

Manufacturer narrative:
The instrument was found to have a broken grip cable at the distal end and is part of the affected population documented in field action # isifa2024-09 grip cables. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, there was a sureform 30 curved-tip stapler instrument with a green reload was stuck on tissue next to the bronchial artery while engaged within the universal surgical manipulator (usm) 2. The customer was trying to remove the instrument but could not open the jaws. Technical support engineer (tse) walked the customer through pressing e-stop and using the immediate release key (irk). They stated that when rotating hole 3 clockwise, the wrist was twisting, and the jaws were not opening. The customer confirmed that they had rotated hole 2 counterclockwise to its hard stop and then rotated hole 3 to attempt to open the jaws. Tried multiple times with no effect. The customer stated that the stapler is next to a bronchial artery and that there is no good option for them to remove this. Csr called back and informed that she had the customer try multiple times to move the stapler and was not able to get the instrument removed. The surgeon scrubbed in to remove the stapler using alternate means. The procedure was converted to an open approach. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report. On (B)(6)2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the staple load malfunctioned and would not fire or release from the tissue. An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken grip cable. The probable root cause is attributed to component failure regarding the broken grip cable. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.